Event description:
It was reported that surgeon performed a posterior spinal fusion with instrumentation and rhbmp-2/acs for low back and leg pain. Patient had respiratory difficulty as a result of this surgery and was placed in the intensive care unit for treatment. She then was transferred to a nursing home for rehabilitation for over two months.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.